Event description:
It was reported that no issues were found with any of the units and no replacement parts were required. There was no patient involvement.

Manufacturer narrative:
This MDR is no longer needed as there is no allegation of a product failure. Updated b5: g4 11/24/2020.

Manufacturer narrative:
No device will be returned per customer. The customer complaint could not be confirmed because the device was not returned for failure investigation. The root cause of this failure was not identified.

Event description:
It was reported the nine pca/ syringe sizer sensors needed to be replaced. There was no patient involvement.